Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of physical damage and an issue with the internal battery of the power module was not confirmed. There were no photos submitted for review. The power module, serial: (B)(6), was not returned for analysis. The provided information stated that the unit was noted to be the same one given to the patient in 2012 and had not been serviced since 2021. The internal battery was not able to supply power when the unit was unplugged for transport. The unit also did not pass visual inspection. The replaced equipment is not available for analysis since the hospital disposed of them per local regulations. Additional information provided stated that there were no photos available of the event. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate ii instructions for use section 3- ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate ii instructions for use section 4- ¿system monitor¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient power module (ppm) was noted to be the same one given to the patient upon initial implant in 2012 and had not been serviced since 2021. The ppm internal battery completely failed when it was unplugged during transport, and the ppm was exchanged and discarded.